Manufacturer narrative:
The following devices were also listed in this report: mrh tibial b/plt keel sml 2; cat# 64813111; lot# ead3r. Ti dur reg fluted stem11x155mm; cat# 64786685; lot# t3325. Mrh tib rot comp xs-xl; cat# 64812100; lot# 071750a. Mrhk tibial sleeve; cat# 64812140; lot# leh536. Mrhk femoral bushing; cat# 64812110; lot# leh941. Mrhk femoral bushing; cat# 64812110; lot# leh941. Mrh axle; cat# 64812120; lot# ctd7387. Mrhk bumper insert - neutral; cat# 64812130; lot# lej851. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to tibial pain. The tibial side of an mrh knee construct was revised. Rep provided the revision usage sheet and confirmed that no further information will be available.